Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display black. No patient harm.

Manufacturer narrative:
Bad 11/21/2016. No patient involvement reported. The manufacturer's field service engineer (fse) evaluated the device and found the display blank and the device performed a restart. The fse noted a error code indicating an da pcba adc failure. The fse replaced the da pcba to mc pcba cable and the da pcba to resolve this issue.